Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the emergent procedure was performed to treat a non st elevated myocardial infarction. Pre-dilatation of the lesion in the right coronary artery was performed and an unspecified stent delivery system (sds) was advanced; however, the sds did not track well and was removed. A 3.00 x 12 mm trek rc balloon dilatation catheter (bdc) was therefore advanced for further dilatation of the lesion. The balloon of the bdc would not inflate despite trying two different indeflators. The artery blocked off and the medical emergency team (met) were called. Following the call to the met, the lesion was successfully dilated with an additional unspecified balloon catheter and improved tracking of the sds was noted. The stent was deployed at the lesion and the patient outcome was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of occlusion is listed in the coronary dilatation catheters, trek rx, instructions for use is a known patient effect. The investigation was unable to determine a conclusive cause for the reported complaints; however, the reported patient effects appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.